Event description:
The device was used an unspecified procedure on the varicose veins. Reportedly, the clips did not form properly. The surgeon used another device to complete the procedure. No pt injury was reported.